Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base. One remaining sensor performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their patient's sensor did not release from the serter and that the sensor insertion failed. Customer also indicated that the green button on the serter did not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.